Event description:
It was reported that during a coronary stenting treatment procedure, the stent dislodged. The >80% stenosed target lesion was located in a very calcified saphenous vein graft at the obtuse marginal artery. A 4.00x16mm promus element plus drug eluting stent was selected and advanced to treat the target lesion; however, the stent became stuck on a calcium prior to reaching the target lesion and dislodged inside the patient. The stent was snared out and the lesion was treated with a 4.0x12mm emerge balloon catheter. No further patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a coronary stenting treatment procedure, the stent dislodged. The >80% stenosed target lesion was located in a very calcified saphenous vein graft at the obtuse marginal artery. A 4.00x16mm promus element plus drug eluting stent was selected and advanced to treat the target lesion; however, the stent became stuck on a calcium prior to reaching the target lesion and dislodged inside the patient. The stent was snared out and the lesion was treated with a 4.0x12mm emerge balloon catheter. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was not returned for analysis. Kinks were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).